Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was possibly a massive heart attack but the caller was unsure. The caller stated that the customer had diabetes, foot surgery, and possible blood clots that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller believes the customer's passing was diabetes related but was not sure. The caller declined to return the insulin pump for analysis as it had been donated.

Manufacturer narrative:
Added customer weight.